Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 810 mg/dl and 158 mg/dl. The customer was treated with intravenously. It was reported that they had no delivery and admitted in the hospital. Customer declined to troubleshoot as her blood glucose was normal. Customer stated that the insulin exited during priming. The customer was wearing the pump at the time of hospitalization. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.